Event description:
It was reported that the egv readings and trend graph are not updating. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).